Manufacturer narrative:
H11: corrected data: corrected section h6 (component codes, investigation conclusions).

Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. Product evaluation: customer report was of unknown reasons and could not be confirmed. X-ray demonstrated wireform intact, heavy calcification on leaflets 1 and 3, and minimal calcification on leaflet 2 near the commissures. Calcification restricted leaflet mobility and led to stenosis. Leaflet 2 had a 7mm tear near commissure 2 and a 4mm tear near commissure 3. Leaflet 3 had a 4mm tear near commissure 3. Calcification was evident at the tears. Host tissue overgrowth on the stent circumference was minimal at the outflow aspect and moderate at the inflow. A hematoma was observed on the outflow surface of leaflet 1 near commissure 1. Sewing ring was cut in multiple areas around the valve. Wireform was exposed on commissure 3. A suture remained attached to the sewing ring around leaflet 3 near commissure 3. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 25mm aortic valve was explanted after an implant duration of 10 years and 4 months for unknown reason. A non-edwards mechanical valve was implanted in replacement. Per internal product evaluation, heavy calcification, leaflet tears and host tissue overgrowth leading to stenosis were found on the valve.